Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2011: product type implantable neurostimulator; product ID 3387s-40, lot# v099194, implanted: (B)(6) 2008: product type lead; product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2008: product type extension; product ID 37642, serial# (B)(4): product type programmer; patient product ID 3387s-40, lot# v099194, implanted: (B)(6) 2008: product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008: product type extension. (B)(4).

Event description:
It was reported that the day prior to the report, the patient felt ¿a little hell of a shock¿ on the right side that went ¿down the right arm.¿ no further information was reported. If additional information becomes available, a follow-up report will be submitted. Refer to manufacturer¿s report # 3004209178-2013-11809 for additional patient information.

Event description:
Additional information received reported that the revision had not been scheduled. It was noted that the patient was given the referral information for two nearby implanting centers. It was noted that the patient did not currently have a managing physician other than the implanting neurosurgeon. Additional information received reported that the surgeon was trying to find a window for surgery. It was noted by the patient that the stimulators would be replace in a week or so. It was noted that the patient wanted a rechargeable device to minimize the surgeries. It was noted that the implanting centers in the patient¿s area did not implant rechargeable devices. It was noted that the patient was setup to see another managing neurologist for deep brain stimulation management. It was noted that the patient still had concerns with the device but was working with their doctor. It was noted that there was no current appointment date.